Event description:
It was reported that (2) devices were used during a rectum procedure. It was reported by the affiliate that the atb45, with a tr45b, were used. The stapler does not staple (close). The pt was sutured.